Manufacturer narrative:
The head was tested according to specifications but no deviations could be found. The heat up was not reproducible. The most likely root cause is that due to the narrow treatment situation the push button was pressed onto the patients cheek which was not recognized. As an result the push button was pushed in causing inner friction and hence heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover.

Event description:
During a standard dental treatment to the teeth #30 & 31 the attached head heated up and burned the patients cheek. There was no medical care necessary and a full recovery is expected.